Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and was able to review the configuration logs and determined the issue was due to alarm latching. It was confirmed that the customer was unable to obtain alarm strip due to latching, the clinical team was informed about issue with latching alarms and offered reconfiguration to sort this. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating the bradycardia alarm triggered and self-resolved. The alarm was not acknowledged due to staff presence. After inspection, it was noted that no alarm strip was present for that specific event. The device was in use during the event, but no harm occurred to the patient.